Manufacturer narrative:
No lot number was provided, therefore unable to confirm if this report is related to nissha product, however reporting out of an abundance of caution.

Event description:
The patient reported experiencing an allergic reaction, bleeding/discharge, and open sores. Medical treatment was sought and the patient was treated with a prescription topical anti-inflammatory medication. The patient reported following the recommended skin preparation steps.